Event description:
It was reported that the patient had multiple inappropriate shocks due to oversensing noise. The clinic has now reprogrammed the sensing vector to secondary. There were no additional adverse patient effects. The system remains implanted.